Event description:
(B)(4). I had been experiencing extremely heavy bleeding during periods and spotting very frequently in between. Both seemed to be increasing over time. I also had periodic pains in my pelvic region, severe migraines, anxiety/depression, fatigue, and had developed a vaginal cyst. Visited my ob/gyn and she advised an ultrasound and concluded that one coil had moved and the essure was causing my issues.